Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that 39 months post-op the setscrew dislodged from the bone screw. The patient underwent a revision surgery to remove the set screw and bone screw. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): visually and optically examined returned implants. No evidence of cross threading. Mas saddle appear to show witness marks consistent with full tightening of the set screw. Microscopic examination of the set screw and mas revealed pitting present on the set screw where it interfaces with the rod, as well as on the mas head where the rod sits in the saddle, and in the set screw interface threads. The pitted areas are component interface locations, specifically the set screw threads and the set screw bottom face and the spinal rod. Microscopy identified pitting and voids on the complaint return implants which appears consistent in location, surface morphology, and length of time in vivo to crevice corrosion. The pitting and voids are indicative of chemical attack. The pitting seen at these construct interface points, when assembled, would provide crevices which can promote in vivo corrosion. Both the mas head and the set screw are made from astm f2229 (biodur 108) stainless steel. Stainless steel corrosion resistance is obtained from a passive film which forms in an oxygen rich environment; the presence of large amounts of biological material may have generated an oxygen deficient region, resulting anodic cell development, which would result in the loss of the passive film and eventual corrosion of the material. Additionally, micro-motion of the components may have also contributed by mechanically removing the passive film formed on the stainless steel. Corrosion pitting noted at multiple locations on the mas head and set screw. The location, surface morphology, and length of time in vivo of the returned implants are consistent with anticipated in-vivo wear due to crevice corrosion. Pitting noted on the rod interface node suggest chemical attack at this interface point, which may have reduced the mechanical interface, thus allowing screw back out.